Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering eval indicated no anomalies were noted to the balloon. Although the account indicated the balloon ruptured, no anomalies were noted to the balloon. Therefore, co unable to determine the cause for this event.

Event description:
A balloon ruptured during a superficial femoral angioplasty. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product, co cannot determine the exact cause for this event.